Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen (ba clofen) 500mcg/ml for a total dose of 100mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported patient got an infection post implant at catheter insertion site. It was noted that patient has cerebral palsy and is taken care of in a managed care facility. Patient is unable to complete most day to day activities od daily living without assistance. Diagnostics/troubleshooting performed was listed as not applicable. Actions/interventions included surgical removal and reinsertion at a different location. It was noted the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted the catheter will not be returned as customer discarded. It was noted that surgical intervention did occur as the catheter was explanted on (B)(6) 2017. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.